Event description:
The pt fell and subsequently experienced a return of symptoms. She underwent revision surgery to move the ipg to the left side of her body. Prior to the procedure, it was discovered that the impedance on electrode combination "0, 1" was abnormally low. The device was programmed around this combination. After the revision, the pt was doing well and feeling stimulation.